Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
While impacting a tibial base plate trial one of the blue tips on the impactor broke. Another set was opened to use another tibial impactor and when implanting the final tibial implant that tibial impactor had a crack in it as well.